Manufacturer narrative:
In follow up with a complaint handler on (B)(6) 2024, the customer indicated that she developed mastitis on (B)(6) 2023 and was prescribed teva-cloxacillin on (B)(6) 2023, which she is still taking to treat her mastitis. Based on the results of our internal investigation (reference number: (B)(4), it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is (B)(4) for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However, in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.

Event description:
On (B)(6) 2024, the customer phoned into medela llc stating that her freestyle flex pump will not stay powered on even though it is fully charged. Customer service sent the customer a replacement pump. On (B)(6) 2024, the customer phoned in again requesting the tracking information for her replacement pump. The customer also alleged she had developed mastitis and was prescribed antibiotics.